Event description:
The customer reported having problems with the insulin pump. The caller was delivering 5.0 units to test and the insulin pump did not alarm no delivery. The customer stated that her glucose level went from 86 to 434mg in two hours, and in two hours later was over 500mg/dl; the customer treated with the insulin pump and shots. Troubleshooting was performed, and the high pressure test passed. The customer did not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.